Event description:
Allegedly, the doctor was performing an abdominal umbilical procedure when he inserted the subcutaneous fascia closure device under the skin and noticed it would not grasp. When he removed the device he noticed a small pin was missing. An x-ray was done and the pin was not located and may remain in patient. The doctor stated that due to its size (1 - 2mm) it presents no risk to patient; he has no plans to retrieve.

Manufacturer narrative:
Instrument evaluated and hinge pin was found to be missing; possible cause is stress overload.